Manufacturer narrative:
Hotline worked with the customer to troubleshoot the event. The customer checked the status screen which indicated all floats are okay. The customer rebooted and restarted the system. The customer did not observe any leak post reboot.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the wash solution canister leaked into the hydro-pneumatic area. No injury was reported.